Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: infection. Event description: patient had the initial implant surgery on (B)(6) 2011 and underwent first revision surgery on (B)(6) 2017 due to pain in which cobalt head is replaced with a biolox option head (item# 00-8777-036-03 lot#2897973). Patient underwent a second revision surgery on (B)(6) 2018 due to infection in which the biolox option head was replaced with another biolox option head (item# 00-8777-036-03 lot#2911123). Patient again underwent a third revision surgery on (B)(6) 2018 due to infection. This complaint refers to the biolox option head (item# 00-8777-036-03 lot#2911123); that was revised on (B)(6) 2018 (third revision). Second revision is captured under: (B)(4). Blood loss during third revision surgery is captured under: (B)(4). Review of received data: x-ray report dated (B)(6) 2018 , prior to revision, stated that there was no evidence of periprosthetic fracture and the head is well centered in acetabular cup. 2mm lucency with adjacent sclerosis in zone 1 of left proximal femur was noted. No other complications were observed. X-ray report dated (B)(6) 2018 stated that all left hip arthroplasty components were removed and replaced with antibiotic spacers. Evidence of lucency through medial cortex was noted. Anatomic alignment was observed. No other anomalies were noted. Surgical notes of the 1st revision surgery dated (B)(6) 2017 stated that patient underwent revision procedure due to painful failed left total hip arthroplasty. During the procedure, a combination of dense scar mixed with necrotic debris was noted. A zimmer trilogy longevity crosslinked liner 36mm, and a biolox delta femoral head 36 / +3.5 were used to complete the procedure. Desired fit and range of motion was achieved. No complications noted. Surgial notes of the 2nd revision surgery dated (B)(6) 2018 stated that patient underwent revision of left hip due to infection. The head was replaced with a zimmer biolox head 36/ +3.5. No complications were noted. Surgical notes of the 3rd revision surgery dated (B)(6) 2018 confirmed the reported event. The notes stated that patient was revised with antibiotic spacers due to left hip infection. All products were explanted. A blood loss of 800ml was noted. Spacers were implanted and desired stability was achieved. No other complications were noted. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. IFU for biolox® option ceramic femoral head system states under contraindications section that :active infection of the hip, old or remote infection. This may be an absolute or relative contraindication. Sterilization certificate for biolox option head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using sap rmw: non-sterile device is implanted due to sterilization process failure not possible: sterilization certificate confirms the sterility of the product. Non-sterile device is implanted due to contaminated device due to packaging failure not possible: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Non-sterile device is implanted due to surgeon resterilizes head and/or adapter: possible, IFU (chapter: resterilization information) provides necessary information. However, it cant be proved whether it was done, therefore this risk cannot be excluded. Non-sterile device is implanted, cross contamination due to explanted ceramic head and/or adapter is reused with the same or new femoral stem: possible, IFU (chapter: warnings) provides necessary information. However, it cant be proved whether it was done, therefore this risk cannot be excluded. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage: possible, no information about a packaging issue was reported, however cannot be excluded. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head and/or adapter) not possible: IFU, (chapters: indications and warnings) provides necessary information regarding that. Conclusion: patient underwent revision surgery due to infection 2.5 months after the 2nd revision surgery where the head was implanted. All the products are explanted during the surgery and replaced with spacers. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Possible causes of the infection include previously active infection, contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00070.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent revision surgery due to infection after approximately three months after last revision surgery. Attempts to obtain additional information have been made; however, no more is available.